Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the patient was intubated through the nose and was difficult to ventilate with the product in use. The treating clinician noted a decrease in patient oxygen saturation. In response, the clinician extubated the patient and re-intubated the patient with another tube. No permanent adverse effects reported.